Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to confirm the reported problem. The downstream occlusion seal was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had a detached downstream occlusion seal during testing.